Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The submitted log files revealed no notable events or alarms, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including thromboembolism. Section 6 of the IFU entitled "patient care and management" lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was currently in patient with a lower extremity deep vein thrombosis (dvt). The log files were submitted for review. The event log files captured clusters of pulsatility index (pi) events and routine power source changes. No unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.